Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. Additionally, the reported additional therapy/non- surgical treatment was a case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a single leaflet device attachment/slda, medical intervention. It was reported that this was a mitraclip procedure to treat mixed tricuspid regurgitation (tr) with a grade of 5. The first clip was successfully deployed for off label use. Then a second clip was advancing down the valve; however, it was observed at this point that the first clip had become detached from the septal leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). Therefore, the second clip was re-positioned to stabilize the slda. Two clips were implanted, reducing tr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided